Manufacturer narrative:
The meter and test strips were returned for evaluation. Test strip lot # 1020214149 expiration date: 05/31/2016. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result. Is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Reason for call: consumer called in concerned about the discrepancy in her bg results. Results in question were obtained directly from meter memory (B)(6) 2015 @ 11:46 pm bg 82 mg/dl; (B)(6) 2015 @ 11:48 pm bg 160 mg/dl. Consumer took an extra 0.2 units of insulin based on the bg results. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.